Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were trying to give a bolus. Before he gave the bolus, the insulin pump¿s screen went blank and he got a power error detected. The customer¿s blood glucose level was unknown. Troubleshooting was performed. The customer was advised to monitor the insulin pump and call back if error recurs. The device will not be returned for analysis.